Event description:
This is a follow-up report where a consumer used fixodent denture adhesive, form/version unk, (1 application) on an unspecified date in 2005 and while eating crusty bread her denture became loose, caught in the food, and she swallowed them. This resulted in her having an operation that involved her stomach and bowel being cut open as the denture was caught in her intestine. The consumer stated that she had used the product previously for years without any problems. In 2005 details received via a telephone contact reported that the pt subsequently had an infection and had to be operated on again. The consumer also reported that she ahd a second infection. The consumer's completed questionaire received in 2005 indicated that the initial event occurred within hours of using the product, however, the resulting problems lasted for months. The outcome of all events was recovered.

Event description:
Follow-up report where a consumer used fixodent denture adhesive, form/version unk. (1 application) on an unspecified date in jly 2005, and while eating crusty bread her denture became loose. Caught in the food, and she swalled them. The consumer was admitted to the hospital after she experienced abdominal discomfort that was prgressive. Abdominal films showed her dentures seemed to be located within the consumer's stomach and duodenum. The consumer underwent a laparotomy due to risk of perforation. There was no evidenc of perforation during the procedure. The consumer appeared to make a good recovery and went home, onlyto be readmitted with a wound infection. Antibiotics were given but she was readmitted again with incresing abdominal pain and tenderness around the scar. An ultrasound revealed a collection within the wound and the consumer underwent incision and drainage of the wound abscess. Again, the consumer went home to be readmitted with abdominal pain and diarrhea. The condition was further investigated by settled down. In three months later, the outcome of events was recovered.

Event description:
In 2005, a consumer, (age unknown), reported that they used fixodent denture adhesive, form/version unknown, (1 application) on an unspecified date in 2005. The reporter stated that they purchased a new tube and on their first day, and while eating crusty bread their denture became loose, caught in the food and they swallowed them. This resulted in pt having an operation that involved their stomach and bowel being cut open. The reporter also stated that they had used the product in the past but did not state if they experienced any problems. Medical history: no information provided. Concomitant medication: no information provided. No further information was provided. The case outcome was unknown. Five days later details received via a telephone contact reported that the pt subsequently had an infection and had to be operated on again. The consumer also reported that they had a second infection that could have been mrsa. The dentures and the product were thrown away and will therefore not be received.